Manufacturer narrative:
Concomitant medical devices: 432-04 lead, implanted: (B)(6) 1995; 430-10 lead, implanted: (B)(6) 1995.

Event description:
It was reported that at an outpatient visit, diaphragmatic stimulation was noted due to the left ventricular (lv) lead. The output was changed with reprogramming and the lv lead remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.